Manufacturer narrative:
B3 revised date of event as it was entered incorrectly on the initial report that was submitted. G3 date of awareness should of reflected 15-sep-2025 om the initial report submitted. H10 this is the third pump used on the patient. The related 2 pumps report numbers were attached. Investigation summary: arrythmia/infection: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension/renal failure/major bleed/organ failure/inflammation: the cause of the injury was not determined due to insufficient clinical details. Data logs returned were missing about 20 minutes of support during automated impella controller swap. Impella rp flex support was from (B)(6) 2025. Logs were returned from (B)(6) 2025 at 11:47am till (B)(6) 2025 at 2:56pm and from (B)(6) 2025 at 3:21pm till (B)(6) 2025 at 7:58am. Low or blocked pump flow: impella rp flex flows were reported low on (B)(6) 2025 with flows only at 1.4 liters per minute on p6. The medical team increased the activated clotting time goal to over 200. Flows were improved. The data logs showed a sudden shift up in placement signal and a sudden drop in pump flows and purge flows with no p-level changes. There was a minor motor current shift with an effect on purge pressure and purge flow characteristic of biomaterial ingestion. After the shift, placement signal and pump flows trended inversely (from 80mmhg to 110mmhg and from approximately 2.0 liters per minute to 1.3 liters per minute respectively) for about eight minutes before flows returned to expected range for matching p-level. The cause of the issue was determined to be due to biomaterial ingestion as evidenced by log pattern and clinical information of low flows improving after increasing activated clotting time values. Pump suction: clinical details reported few suction events on (B)(6) 2025 with suction coinciding with junctional rhythm change. Position reported to be appropriate. No suction events reported after occurrence. Lower blood pressure reported when in junctional rhythm. Complications were managed with lidocaine and levophed increase when not in normal sinus rhythm. Logs confirm suction and show no motor current spikes prior to suction outside p-level changes. No changes to motor current, pump flows or placement signal. The cause of the issue was determined to be patient condition related as evidenced by clinical details indicating when suction alarms occurred and resolved with no log abnormalities observed. Device history review: the pump passed all post sterile inspection checks

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 70-year-old female with a medical history of persistent atrial flutter, paroxysmal atrial fibrillation, mixed hyperlipidemia, hypertension, and morbid obesity presented to the emergency department with several weeks of fatigue, dizziness, palpitations, and associated shortness of breath. The patient was newly diagnosed with heart failure with reduced ejection fraction (hfref) with a severely reduced ejection fraction of 10¿15% and severe global hypokinesis. The patient underwent left heart catheterization for ischemic evaluation, which demonstrated two-vessel coronary artery disease involving the mid left anterior descending artery and right coronary artery. Right heart catheterization demonstrated worsening lactic acidosis, with lactate levels trending up to 12.9 mmol/l. The advanced heart failure team was consulted, and the patient was initiated on left-sided impella support, which was subsequently escalated to biventricular (bipella) support with impella devices: impella 5.5 and rp flex. During impella cp support, the patient developed acute renal failure requiring continuous renal replacement therapy and was treated with multiple medications. Paroxysmal junctional rhythm was also reported. The patient was escalated to an impella 5.5, and bipella support was initiated with the addition of an impella rp flex. While on bipella support, the patient experienced multiple adverse clinical events. Additionally, the automated impella controller (aic) connected to the impella rp flex displayed a frozen screen with a persistent ¿complete the procedure¿ alarm. Replacement of the purge cassette did not resolve the issue. The aic was exchanged with no noted consequence to the patient, and the patient continued to receive support without further interruption. After approximately eight days of mechanical circulatory support, care was withdrawn, and the patient expired. H6. Investigation type/findings/conclusion remain unchanged. Related medical device reports: this is one of four devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported a patient was placed on an impella pr flex that had intermittent pump suction due to fluid volume overload. The patient is on a low dose of heparin and blood platelets were transfused. Right hemothorax bleeding was noted that required three units of blood products. Bedside thoracostomy was performed with chest tube insertion dramatically improved suction events. Bipella support was maintained and suction coinciding with rhythms. Pseudomonas in sputum were noted. High bilirubin and organ failure. Care was withdrawn and the patient expired. There are two related reports. This report represents the pump and another report was submitted to represent the automated impella controller. Refer to section h10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. The event logs were returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ section: use of the repositioning sheath and the 23 fr peel-aways introducer ¿to prevent contamination and subsequent infections, always use sterile technique on the insertion site. Follow institutional protocols for prophylaxis of infection for patients on ventricular assist devices and indwelling lines, as well as protocols for surveillance of such patients. If device-related infection occurs, consider each patient¿s clinical circumstances when deciding whether to continue impella support.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been corrected. H6 (health effect ¿ clinical code) was updated to remove the patient codes for inflammation and infection. H6: updated codes based on the results of the investigation. Upon review, it was identified that h6 (type of investigation code) was inadvertently omitted from the previous report. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was determined to be due to biomaterial ingestion as evidenced by log pattern and clinical information of low flows improving after increasing act values. The cause of the issue was determined to be patient condition related as evidenced by clinical details indicating when suction alarms occurred and resolved with no log abnormalities observed.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 70-year-old female patient presenting in cardiomyopathy, in society for cardiovascular angiography and interventions stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. An impella rp flex was also inserted into the right internal jugular vein for bipella ventricular support for biventricular heart failure. While the patient was in the intensive care unit (ICU), there was intermittent suction on the impella 5.5. Chest x-rays showed fluid volume overload. Epinephrine added and platelets transfused. The patient already dependent on multiple inotrope/vasopressor support. The following day, the patient had right hemothorax bleeding, requiring 3 units of blood products and unplanned intervention. The patient had a bedside thoracostomy with chest tube insertion, which drastically improved the impella 5.5 support and the suction events stopped. Continuous renal replacement (crrt) continued. Arrhythmias were observed intermittently over the past few days with hypotension, continuing with medical management. Chest x-rays confirmed that rp flex position was appropriate. The medical team increased the activated clotting time (act) goal to over 200 with heparin. Frequent rhythm changes continue. Six days after insertion, the purge disc and cassette were changed. The progress bar on the automated impella controller (aic) appeared but did not show any movement. To troubleshoot, the nurse changed the purge cassette again, which did not solve the issue. An aic to aic exchange was performed with no consequence to the patient and support, which resolved the issue. Seven days after insertion, the patient continued with bipella and continuous renal replacement therapy support, but continued to have multi-organ failure to kidney, liver, and renal. There was a family meeting to discuss goals of care and palliative care consulted. Eight days after the impella 5.5 and the rp flex insertion, the family elected to withdraw care, and the patient expired on bipella support. The impella rp flex functioned at p-6 at 1.9l/min as intended. The impella 5.5 functioned at p-7 at 4.0l/min as intended. The impella devices are conservatively being reported for death; however, are unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with multi-organ failure, along with the complications of stage d shock.